Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported infolding and proximal endoleak were confirmed on the films provided. However, the cause of the events could not conclusively be determined. The source of the proximal endoleak could not be confirmed, as it is possible that this was a gutter leak from the endurant stent graft due to the infolding, or proximally within the chimney stents, or both. A concomitant type ii endoleak from patent lumbar arteries cannot be ruled out. Endoleak interrogation via selective angiograms (i.e. Injecting contrast from several levels within the stent graft) to help identify the source of the endoleak was not available for review. Contrast was also observed surrounding the right common iliac artery distally, where two stents were implanted in what appeared to be a sandwich or chimney technique within the endurant stent graft limb, so it is possible that a type ib endoleak may have also been present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the chevar treatment of a 67mm abdominal aortic aneurysm on as part of a post market clinical study. The neck was observed as short and conical ir neck mildly calcified at the first 10mm, with mild thrombus sites just distally to base line. The proximal neck diameter was 23mm and 25mm distally with a neck length of 8mm. 10mm proximally the infrarenal neck diameter measures 26mm proximally with a length of 18mm. Infrarenal angulation was 35degrees. It was reported that follow up CT at 19 days post index procedure showed infolding and a type ia endoleak which did not lead to an adverse event. Corelab review of CT imaging from the same date also identified infolding along the proximal device and a type ia endoleak. Per the investigator, oversizing did contribute to the infolding .no cause of type ia endoleak was provided. No additional clinical sequalae were provided and the patient will be monitored.